Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor believes that the treatment plan could have aggravated the current clinical condition, since the patient already has a difficult crossbite, however; does not believe that the pre-existing condition was the main factor. Align's clinical review of available records shows persistent anterior contacts and a posterior open bite across multiple treatment plans, with treatment plan #6 involving distalization movements of 1.1 mm on the left and 1.9 mm on the right, challenging to achieve given the patient's age and mandibular bone density. These factors may have prolonged anterior contact, exacerbating occlusal trauma and periodontal stress. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient experienced tooth loss (#8 and #9). No further medical intervention was required, and no medications were prescribed. The patient has discontinued active treatment and is currently using an acrylic appliance; however, a new treatment plan will continue.